Manufacturer narrative:
Patient initials are (B)(6). Date of post-operative plate breakage is unknown. (B)(4). The original implant procedure was performed on an unknown date in (B)(6) 2011. The complainant part was returned to the patient and will not be available for manufacturer evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal procedure was performed on (B)(6) 2016 due to a broken 87mm calcaneal y-plate. The plate, along with seven (7) 3.5mm cortex screws, was originally implanted on an unknown date in (B)(6) 2011 as treatment for a left calcaneal fracture. Subsequently, the plate broke where the bottom stem of the "y" meets the upper v-shaped part. Despite the breakage, the original fracture had reportedly healed. The broken plate and all seven (7) intact screws were successfully removed. The procedure was completed with no reported surgical delay or patient harm. This report is 1 of 1 for (B)(4).